Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It is reported that after use of the unspecified bd vacutainer® safety-lok¿ blood collection set the customer has witnessed leaking coming from the barrel of wingset after blood draw. The following information was provided by the initial reporter: "the staff had brought to my attention that when using the new butterfly sets that once the last tube is filled, the draw is complete and the needle is retracted, blood drips out of the reservoir that the needle is encased in. Is this normal and is there a way to prevent this exposure?"

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: material no. 367364, batch no. 9014817. It is reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set the customer has witnessed leaking coming from the barrel of wingset after blood draw. The following information was provided by the initial reporter: "the staff had brought to my attention that when using the new butterfly sets that once the last tube is filled, the draw is complete and the needle is retracted, blood drips out of the reservoir that the needle is encased in. Is this normal and is there a way to prevent this exposure?" D.1. Medical device brand name: bd vacutainer® ultratouch¿ push button blood collection set d.3. Medical device manufacturer: becton, dickinson & co., (bd) d.4. Medical device catalog #: 367364 d.4. Medical device lot#: 9014817 d.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device expiration date: 1/31/2021 g.1. Manufacturing location: becton, dickinson & co., (bd) g.5. PMA / 510(k)#: k153309 h.4. Device manufacture date: 1/14/2019. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367364, batch no. 9014817. It is reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set the customer has witnessed leaking coming from the barrel of wingset after blood draw. The following information was provided by the initial reporter: "the staff had brought to my attention that when using the new butterfly sets that once the last tube is filled, the draw is complete and the needle is retracted, blood drips out of the reservoir that the needle is encased in. Is this normal and is there a way to prevent this exposure?"